Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 d1, d4, d6 had read, write, invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had read, write, invalid cubie memory error. A field service engineer (fse) resolved the issue of d row cubie pockets in drawer 5 1 not being detected by reseating the row board cable, pyxibus cable, and retractor band. A final test was completed using the hardware test application. The drawer and all cubie pockets operated correctly after testing. The system functioned as intended after the field service engineer repaired the device.